Event description:
Related manufacturer report number: 3006705815-2022-16900, 3006705815-2022-16901. It was reported that the patient is experiencing ineffective therapy and pain at the ipg site. It is noted that the patient had lost approximately 100 pounds since implant. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.